Manufacturer narrative:
The device was received for evaluation. During functional testing, 'constant downstream occlusion' was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the history log revealed multiple occurrences of "downstream occlusion!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was identified to be force sensor is out of specifications. The force sensor no tube and force sensor scale factor requires recalibration to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had constant downstream occlusion . This occurred during an unspecified process step . There was no report of patient injury or medical intervention associated with this event. No additional information is available.